Event description:
It was reported that the right ventricular (rv) lead had increasing impedance and thresholds. The impedance was high. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr03 ipg, implanted: (B)(6) 2012; a7700-23 mechanical valve, implanted: (B)(6) 1987. (B)(4).